Event description:
The patient received his scs system consisting of an ipg and 2 paddle leads on (B)(6) 2007. It was reported that the patient was receiving stimulation in the abdomen. Impedance testing showed all valid contacts. In addition, the patient reported that when he turns his head the stimulation turns on by itself. No amplitude bars are present when the programmer is used to communicate with the ipg. It was also reported that the ipg was getting hot. The leads were repositioned and the ipg was replaced on (B)(6) 2008. The ipg was returned to ans for analysis.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg returned without leads so the system as a whole was not tested. Ipg passed all testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.